Event description:
Hill-rom received a report from the account stating the nurse call would not work from the patient left side. The bed was located in the critical care unit over flow department. There was no patient/injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.